Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly. The insulin pump was received with no vibration due to broken vibrator wire. The insulin pump was received cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a vibration anomaly. The blood glucose at the time of the incident was 112 mg/dl. Troubleshooting was not performed. The device was returned for analysis.